Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing channel a of the device delivered a measured volume of 15ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). This was due to the mechanism assembly. (B) (4)

Event description:
The customer contact reported that during testing at the user facility, the device delivered less than expected. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.